Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4380 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("on the left side, the essure coil had perforated the left fallopian tube at its proximal portion and was coiled up on top of the tube ") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hives (sulfa (sulfonamide antibiotics), vaginal bleeding, irregular periods, appendectomy, parity 3 ((B)(6) 2003-vaginal delivery (B)(6) 2005- vaginal delivery (B)(6) 2011- vaginal delivery), multi gravida, cramp in lower abdomen and dyspareunia. Nonsmoker. Concurrent conditions were listed as painful periods, pelvic pain female, abnormal uterine bleeding and pap smear abnormal. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (da vinci hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis uterus with cervix and fallopian tubes, hysterectomy: weakly proliferative endometrium with focal superficial adenomyosis; unremarkable cervix and fallopian tubes with paratubal cysts; metallic tubal coils noted grossly. Specimen tissues: uterus, nos - uterus,cervix,bilateral tubes clinical history status post tlh (total laparoscopic hysterectomy) gross description: received fresh labeled with the patient¿s name, identifiers, and ¿uterus, cervix, bilateral tubes¿ is a 90 gram hysterectomy specimen with previously detached bilateral fallopian tubes. The serosa is tan-brown and smooth with a 2.4 cm length of metallic coil protruding from adjacent to the left cornu. The tan-pink, focally trabeculated myometrium is remarkable for a 1.8 cm length of metallic coil extending to the endometrial cavity from the right cornu. The myometrium is 1.5 cm thick. The fimbriated fallopian tubes measure 3.8 cm in length by 0.7 cm in diameter and 4.4 cm in length and 0.6 cm in diameter, with multiple paratubal cysts up to 1.1 cm in greatest dimension, with unremarkable lumens.; on (B)(6) 2022: uterus, nos - fallopian tube. - fallopian tube/endometriosis o. - fallopian tube/proliferative e. Tissues : uterus, nos - uterus,.cerviz.bilateral tubes clinical history :status post tlh (total laparoscopic hysterectomy) final diagnosis: uterus with cervix and fallopian tubes, hysterectomy: weakly proliferative endometrium with focal superficial adenomyosis; unremarkable cervix and fallopian tubes with paratubal cysts: metallic tubal coils noted grossly. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event medical device removal is replaced with event fallopian tube perforation. Surgical pathology report updated .medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4380 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("on the left side, the essure coil had perforated the left fallopian tube at its proximal portion and was coiled up on top of the tube") in a 38 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of hives (sulfa (sulfonamide antibiotics), vaginal bleeding, irregular periods, appendectomy, parity 3 ((B)(6) 2003-vaginal delivery (B)(6) 2005- vaginal delivery (B)(6) 2011- vaginal delivery), multi gravida, cramp in lower abdomen and dyspareunia. Nonsmoker. Concurrent conditions were listed as painful periods, pelvic pain female, abnormal uterine bleeding and pap smear abnormal. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (da vinci hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis uterus with cervix and fallopian tubes, hysterectomy: weakly proliferative endometrium with focal superficial adenomyosis; unremarkable cervix and fallopian tubes with paratubal cysts; metallic tubal coils noted grossly. Specimen tissues: uterus, nos - uterus,cervix,bilateral tubes clinical history status post tlh (total laparoscopic hysterectomy) gross description: received fresh labeled with the patient¿s name, identifiers, and ¿uterus, cervix, bilateral tubes¿ is a 90 gram hysterectomy specimen with previously detached bilateral fallopian tubes. The serosa is tan-brown and smooth with a 2.4 cm length of metallic coil protruding from adjacent to the left cornu. The tan-pink, focally trabeculated myometrium is remarkable for a 1.8 cm length of metallic coil extending to the endometrial cavity from the right cornu. The myometrium is 1.5 cm thick. The fimbriated fallopian tubes measure 3.8 cm in length by 0.7 cm in diameter and 4.4 cm in length and 0.6 cm in diameter, with multiple paratubal cysts up to 1.1 cm in greatest dimension, with unremarkable lumens.; on (B)(6) 2022: uterus, nos - fallopian tube - fallopian tube/endometriosis o - fallopian tube/proliferative e tissues : uterus, nos - uterus,.cerviz.bilateral tubes clinical history :status post tlh (total laparoscopic hysterectomy) final diagnosis: uterus with cervix and fallopian tubes, hysterectomy: weakly proliferative endometrium with focal superficial adenomyosis; unremarkable cervix and fallopian tubes with paratubal cysts: metallic tubal coils noted grossly. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.